Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The supplier's certifications indicate the correct material was used and correct hardness values were obtained.

Event description:
During a procedure at l5-s1, while surgeon was using the threaded drill guide ((B)(4)) in the ti anterior tension band plate ((B)(4)) and the drill guide splayed out. The correct trajectory of the drill could not be achieved and the screws would not lock onto the plate. The plate was removed, surgeon selected another plate and the procedure was completed without further incident. This file is open on the drill guide. This complaint is 1 of 2 for the same event.